Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user experienced hyperglycemia while using an ilet system and detected the odor of insulin, with visible leaking from the cartridge after a recent supply change; subsequent blood glucose values were reported at 234 mg/dl via sensor and 257 mg/dl by fingerstick, and the user had been using prefilled, refrigerated cartridges prepared in advance. Symptoms included elevated blood glucose. Outcomes included no hospitalization and resolution toward improvement after a guided supply change with a newly filled cartridge, with blood glucose trending down to 221 mg/dl by the end of the call. Investigation included technical troubleshooting, device use education, and on-call guidance to perform a complete supply change with a newly prepared cartridge. Investigation of this case revealed a suspected cartridge leak and the likelihood of compromised insulin delivery associated with prefilled refrigerated cartridges. It was concluded that the event was related to insulin delivery interruption due to a leaking cartridge, and proper supply change with a newly filled cartridge restored function. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.